Manufacturer narrative:
The type of reportable event was reported as death originally but it should have been other. The patient is not expired. The perforation was sealed and the patient survived the procedure. We are only reporting that the product used was expired.

Manufacturer narrative:
The type of reportable event was reported as death originally but it should have been other. The patient is not expired. The perforation was sealed and the patient survived the procedure. We are only reporting that the product used was expired. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the product release documentation was reviewed to establish whether device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The pk papyrus was used after the use by date which is indicated on the product label and warned against in the IFU. The treating physician rated the occurrence as non-device- and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
The pk papyrus was selected for treatment of a type ii perforation in the mid lad. The perforation was sealed. There is no known complaint on this device, but it was implanted after the expiration date of 31-mar-2023.